Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex shield was returned inside the inner pouch, biohazard bag, and shipping box. The braid was not returned. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The pushwire was found to be intact. No separation was observed on the pushwire. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: the total length of the pushwire was measured to be ~203.0cm (from the distal tip coil to the proximal end of the pushwire). ¿ conclusion: based on the returned device, the customer's report of "pushwire separation" was not confirmed, as the pushwire was found intact. No separation was observed on the pushwire. The cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pipeline flex shield 2.75mm x 16mm was used to treat an unruptured saccular middle cerebral artery bifurcation aneurysm with a maximum diameter of 3 millimeters and a neck diameter of 5 millimeters. The distal landing zone artery size was 2.3 millimeters and the proximal landing zone artery size was 2.4 millimeters, with normal vessel tortuosity. Dual antiplatelet treatment was administered. During the procedure, it was noted that the pusher wire was not connected (integrated) to the stent. Angiographic results post procedure were reported as good. No patient complications have been reported as a result of this event. The devices were prepared and flushed according to the instructions for use (IFU). It was clarified the pusher wire was not connected as the pusher wire/connection with the stent delivery system was broken. The pipeline did not prematurely or unintentionally deploy. The pushwire was not rotated or pulled back at anytime during the procedure. Only when the wire was withdrawn during the process did it become apparent that the system and the pusher system were not connected. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.